Event description:
It was reported that, on testing the device, 6 channels were in status hi. Accident and head trauma were denied.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.